Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8835, serial# unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jun-2020, (B)(4); product ID: 8835, serial/lot #: unknown, ubd: 20-jun-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving morphine, 1000 mcg/ml concentration at 183 mcg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that patient had difficulty with refills and communication with her patient programmer (ptm). Upon inspection the pump appeared to be flipping with her skin folds when she was sitting, standing, or in a reclined position and was implanted at the patient's lateral flank. A pocket revision was performed, moved the pump more midline and the catheter pump segment was revised to tunnel to the new pocket. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Device code- (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that there was no malfunction to the catheter but they had to cut the catheter to tunnel it to the new pocket. The pump segment could not fit through the catheter passer. The patient programmer (ptm) serial number was unknown. No further complications were reported.